Manufacturer narrative:
Upon review of the alarm trace, several sample quality-related alarms (e.g. Sample foam detection, sample clot detection, abnormal aspiration) were noted but could not be directly linked to the event. It was further determined the gear pump head had exceeded its recommended lifetime of a maximum of 5000 hours. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys ft4 iii assay on a cobas e 801 analytical unit. Patient sample 1: the sample initially resulted in an ft4 iii value of >100 pmol/l accompanied by a data flag and repeated as 21 pmol/l. Patient sample 2: the sample initially resulted in an ft4 iii value of >100 pmol/l accompanied by a data flag and repeated as 17.4 pmol/l. Patient sample 3: the sample initially resulted in an ft4 iii value of >100 pmol/l accompanied by a data flag and repeated as 10.6 pmol/l. No questionable results were reported outside of the laboratory. The ft4 iii reagent lot was 66068901 with an expiration date of 30-sep-2023.